Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The IFU recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).

Event description:
It was reported following an interventional renal stenting procedure, a 6f angio-seal vip was selected for use. A 6f arrow sheath was used for the procedure, no heparin was given during the procedure, and fluoroscopy of the common femoral artery puncture site revealed no calcification present. The angio-seal was deployed without complication and hemostasis was achieved. During the night, the patient experienced abdominal pain and died a few hours later. Retroperitoneal bleeding was presumed to be the cause of the death. The patient had history of coronary artery disease with drug eluting stent (des) implantation, and was on anti-platelet and beta-blocker therapy (plavix and aspegic).